Event description:
Report of "torn catheter" received with device registration. Follow up with care provider revealed patient experienced increased spasticity and stiffness prior to replacement of the catheter. An xray of the pump and tubing was performed and the catheter was found to be "disconnected at the lumber spine." A new catheter system was implanted and connected to the pump and the old catheter was left "in situ." Patient is stable post replacement.